Event description:
It was reported that patient underwent total hip arthroplasty utilizing a custom acetabular cup inserter on (B)(6), 2011. During the procedure, multiple attempts were made by the surgeon to insert the acetabular cup; however, the cup disengaged from the cup inserter each time. Another type of acetabular cup and alternate cup inserter were available to complete the procedure. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of the inserter found the threaded tip met the specifications of inspection requirements during manufacturing. This report filed (B)(4), 2011.